Event description:
The customer reported to olympus, the disinfectant in the oer-pro had gone past the five (5) day mark. The reporter stated the facility had performed twelve (12) reprocessing cycles that day. Twelve (12) scopes were reprocessed insufficiently or incorrectly. One cycle with two (2) evis exera ii colonovideoscopes had to be reprocessed a second time as the first time the lid was open and an e31 error message (open lid) was presented. The technician who performed the efficacy tests before each cycle had logged that all of scopes had passed the tests. Each scope except for the evis exera ii colonovideoscope had been used once on a patient. No patient injury or procedure impact reported. This complaint is related to patient identifiers: (B)(6) (oer-pro / sn: (B)(4); (B)(6); (gif-h180j / sn: (B)(4); (B)(6); (gif-h180j / sn: (B)(4); (B)(6) (gif-h180j / sn: (B)(4); (B)(6) ; (cf-h180al / sn: (B)(4); (B)(6); (cf-h180al / sn: (B)(4); (B)(6); (pcf-q180al / sn: (B)(4); (B)(6); (cf-h180al / sn: (B)(4); (B)(6); (cf-180al / sn: (B)(4); (B)(6); (gif-h180j / sn: (B)(4); (B)(6); (cf-q180al / sn: (B)(4); (B)(6); (pcf-h180al / sn: (B)(4).

Manufacturer narrative:
In speaking with olympus technical support via the phone, the customer was advised the disinfectant had to be changed every five (5) days or roughly every thirty-five (35) cycles. The reporter was the infection control person at the facility. The reporter did not provide the cycle count and software version at the time of the call. The reporter was sent an updated email with a copy of olympus instruction for use (IFU) indicating if the acecide-c goes past five (5) days without being changed, results in non-conformance per the IFU. All scopes involved were reprocessed again according to IFU compliance. An olympus endoscopy support specialist (ess) had been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The olympus endoscopy support specialist (ess) noted that during the reprocessing in-service, no breaches were noted. The customer performed all the reprocessing steps according to the olympus instructions for use (IFU). The subject device referenced in this report was not returned for evaluation. The legal manufacturer performed an investigation. Device history records: the device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: there was a similar complaint at the same facility. Occurrence of ¿use of scope, which was not high level reprocessed, for procedure¿ was confirmed in the following patient identifier (B)(6). A similar complaint from another facility was patient identifier (B)(6). Manual cleaning and leak tests were not performed. Conclusion: the root cause could not be conclusively specified. The understanding of the user differed from olympus recommendations in scope handling and reprocessing steps. The instructions for use (IFU) states the following guidelines: IFU (reprocessing manual) of scope warns against insufficient reprocessing as follows: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ IFU of oer-pro warns against use of expired disinfectant as follows: ¿7.12 replacing the disinfectant solution when the disinfectant solution in the device is no longer effective, or beyond the specified use life, drain the disinfectant solution completely and replace with fresh disinfectant solution. Expired disinfectant solution should be treated as directed in the documents supplied with the disinfectant solution. Expired disinfectant solution should be treated in accordance with the instructions supplied with the disinfectant solution. It is recommended to treat the waste fluid properly and to dispose of it according to local wastewater standards defined by law, or temporarily collect and store the waste fluid and have it treated by a waste disposal firm.¿ ¿6.4 setting the disinfectant solution counter determine the disinfection operation count and elapsed day count until the disinfectant solution expires.¿